Event description:
It was reported that using a femoral artery access approach during a procedure of a calcified, narrow unspecified vessel, the 4 x 40 mm foxcross balloon dilatation catheter (bdc) was inflated once at 12 atmosphere (atm) but could not be expanded fully. The device was removed from the anatomy and a balloon pinhole was noted. A second unspecified bdc was used in the procedure with a small waist noted post dilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.